Event description:
It was reported that following placement of the device system the pt experienced right leg spasticity, weakness and pain. The pump was used to deliver dilaudid and clonidine. In 2008, a dose reduction was performed with no improvement in symptoms. Also in the same month, the catheter was pulled back from the right t12 level to mid-line l1-2 level and the right leg improved. The pump was turned off two months later. Eighteen days later, the intrathecal portion of the catheter was removed as symptoms became bilateral after the 1st surgery. Following the removal of the catheter, the pt improved to baseline. The hcp indicated that they will likely remove the pump in the near future and not reattempt placement of a new catheter.

Manufacturer narrative:
Catheter.